Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article titled "successful fracture of a trifecta bioprosthetic aortic valve." B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "successful fracture of a trifecta bioprosthetic aortic valve", was reviewed. The article presented a case study of an 80-year-old male patient. A 23mm trifecta valve was selected for implant on an unknown date for an aortic valve replacement. The device was implanted. Approximately 6 ears later the patient presented with exertional breathlessness. Echocardiography confirmed severe aortic stenosis. Computed tomography (CT) showed calcification of the device leaflets, confirming structural valve degeneration. A valve-in-valve procedure was conducted using a 23mm sapien 3 ultra. The sapien-3 was deployed within the trifecta valve, but was constrained at the waist and appeared under-expanded. Optimization was performed with a 24mm true balloon, causing the trifecta valve to fracture, but allowing the sapien 3 ultra to fully-expand. The aortic regurgitation reduced to trivial. [The primary and corresponding author was sagar n. Doshi, department of cardiology, queen elizabeth university hospital, mindelsohn way, edgbaston, birmingham, b15 2wb, UK, with corresponding e-mail: sagar.doshi@uhb.nhs.UK.]